Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels. His blood glucose level was 271 mg/dl. However, he experienced a low blood glucose level of 38 mg/dl. He treated his blood glucose level with 18 units of insulin using a syringe. The customer received several no delivery alarms. The infusion set's cannula was bent and occluded. The product will return. Nothing further to report.